Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose was 80-200 mg/dl. Tandem technical support made multiple attempts to follow up with customer, but was unsuccessful.